Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set was leaking at site and the patient had high blood glucose level. No further information available.